Event description:
Customer stated she removed the device and noticed the cannula was bent which resulted in her blood glucose reaching about 300 mg/dl. No exact date, bg measurements or other treatment history was reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm kinked cannula or to determine if it, or some other product condition, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns that ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).¿ it advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 ¿ 6 times a day (when you wake up, before each meal, and before going to bed).¿